Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. And exchange, due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure was received on (B)(6) 2023, with lot number #: 1116911. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as an unidentified (tear) opening (shell thickness within spec) anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: crease flat observed, on the device. Yellow particles observed, inside the device. No further actions are required, as the device was implanted.